Event description:
Caller reported malfunction on pump with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, and the issue did not recur. Customer was advised to call back if malfunction code appears again, and they understood the instructions.